Event description:
The subject stent was returned for analysis and the device investigation revealed that the stent delivery wire was stuck in the subject stent. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the stent delivery wire (sdw) was returned inside the microcatheter. The distal tip of the sdw was visible inside the microcatheter tip. The stent was advanced from the microcatheter and the distal end was not opened and was crimped around the sdw petal/distal protection attachment (dpa) . The stent and distal end of the sdw were soaked in luke warm water and while the stent opened it was not fully opened at the distal end. The braid edges were pulled and frayed. The braid edges were also pulled and frayed at the proximal end of the stent. Dried procedural fluids were present on the sdw petal/dpa. The sdw was found to be kinked/bent 5.5cm from the distal end. There was no anomaly noted with the stent introducer sheath. During the functional inspection, the microcatheter was flushed and friction was experienced advancing and pulling back the device. The distal end did not open as it was stuck on the sdw. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was severely tortuous. Other devices used in the procedure in conjunction with the subject device was a guidewire in the physician¿s opinion the cause of the reported issue was that the product had quality problem. The stent system was purged with sterile saline and verified that fluid exited the end of the stent system. The flow diverter was not recaptured back into the microcatheter. Product analysis found the sdw was returned inside the microcatheter. Friction was experienced advancing and retracting the device within the microcatheter. When the sdw was advanced the distal end of the stent was not opened and was crimped around the sdw petal/dpa. The stent and distal end of the sdw were soaked in luke warm water. While the stent opened, it was not fully opened at the distal end and the braid edges were pulled and frayed. The braid edges were also pulled and frayed at the proximal end of the stent. Dried procedural fluids were present on the sdw petal/dpa. The sdw was found to be kinked/bent 5.5cm from the distal end. It is most probable the patient¿s severely tortuous anatomy contributed the reported event. An assignable cause of procedural factors will be assigned to the reported and analysed ¿stent difficult/unable to advance or pullback through catheter¿ and ¿stent failed/unable to deploy¿ in addition to the analysed ¿stent failed/unable to open (when not implanted)¿, 'stent deformed¿, ¿sdw stuck in stent¿, ¿sdw kinked/bent¿ and ¿stent friction¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.